Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient faced infusion set tubing detachment. The pump was located on the right side of pants. The infusion set was used for day one. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body no further information available..

Manufacturer narrative:
Patient city: (B)(6).